Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
The dealer stated the seat upholstery is stretched to the point that the patient was sitting on the bar.